Event description:
It was reported that the pump of the inflatable penile prosthesis (ipp) eroded through the skin of the scrotum. The physician removed the pump and washed out with antibiotics. A new pump was connected.